Manufacturer narrative:
Aquacel/ aquacel ag surgical cover dressing. Dressing, wound, hydrophilic. Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. The complainant was unable to provide the model number, lot number or product sizing information. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user's spouse reports that, "upon removal of the aquacel ag surgical cover dressing, they had difficulty removing the appliance from her skin." The dressing was placed on (B)(6) 2020, in the operating room (or) post left total knee replacement. She reports that the product was applied on tuesday, and by friday, she began having itching under adhesive portion of dressing. She called her medical doctor (md) on friday due to purple reddened skin, and began to appear around outer edge of adhesive. Md advised to leave dressing on. On sunday, she called md who instructed consumers spouse on taffy pull technique to remove the dressing, which he did, but had a lot of difficulty getting the appliance off. No adhesive remover was used. Skin prep prior to dressing being applied in or not reported. She notes once dressing removed, it was noted that there was serous fluid filled blisters under entire perimeter of hydrocolloid adhesive portion, and skin was purplish-red and itchy. Incision was clean, dry, and intact. She was instructed to leave area open to air. Blisters began to weep serous drainage, and she made an appointment with a dermatologist on (B)(6) 2020. She was prescribed clobetasol proprianate 0.05% ointment mixed with vaseline to red blistered area twice a day (bid), and use until skin has completely healed. She was instructed to cover skin with dry gauze and change as needed until drainage decreases. She reports currently the skin is not draining, but still red, and has sloughed off several times. A follow-up call to the end user on 09 october 2020 resulted with following additional information being received, ¿I spoke to end user today, and her husband was in the background stating she had a 3rd degree burn from the dressing, she stated she is still experiencing pain and suffering, and mentioned the physical therapist (pt) was unable to apply electrodes to the area yesterday to do electric stimulation on her muscles due to the blisters which have been coming up after pt.¿ the spouse also stated, ¿that it took 5 hours for them to remove the dressing.¿ no photographs were provided.